Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr), prolapsed - anterior, pre-existing chordal rupture, and a small atrium for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed on the anterior and posterior leaflets. After deployment, a single leaflet detachment (slda) was visualized and the clip was no longer attached to the posterior leaflet. Two additional mitraclips were implanted successfully to stabilize the slda clip and further reduce the mr. The procedure was discontinued, the final mr was reduced to grade 1+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.